Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot#: va03ykj, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot#: va03ykj, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot#: (B)(4), ubd: 21-mar-2017, UDI#: (B)(4). Product ID: 3708660, serial/lot#: (B)(4), ubd: 21-mar-2017, UDI#: (B)(4). Product ID: 3389s-40, serial/lot#: (B)(4), ubd: 22-feb-2015, UDI#: (B)(4). Product ID: 3389s-40, serial/lot#: (B)(4), ubd: 22-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that electrodes were out or range, impedances were tested at 3 v. No known patient/environmental factors that may have led to or contributed to the issues were reported. They tried to program around the electrodes that were out of range, but the issue was not resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.